Event description:
It was reported that there was a right knee revised. Surgeon stated that there was mid flexion instability and pain.

Manufacturer narrative:
An event regarding instability involving a triathlon ps fem component, cemented was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. Medical evaluation not performed as insufficient medical records were provided. Device history review indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review indicated that there have not been any other events for the specified lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation. A trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time.

Event description:
It was reported that there was a right knee revised. Surgeon stated that there was mid flexion instability and pain.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.